Event description:
During routine testing, the user discovered that the unit worked properly with ac line power, but was intermittent when operating on battery power. There was no pt involved. The intermittent operation was caused by a leaky capacitor (c35) in assembly. The cause of the capacitor becoming leaky could not be determined. The event is not occurring more frequently or with greater severity than is usual for the device.